Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that he was told by the healthcare provider he overdosed because of a "pump malfunction". No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at a dose of 1.4 mg to 0.066 to .5 mg/day via an implantable pump for an unknown indication for use. It was reported that an overdose occurred. The pump was programmed to minimum rate mode and then reprogrammed again to 0.5 mg/day on (B)(6) 2017. It was stated that the pump was programmed to too high of an intrathecal (it) dose post revision on the morning of (B)(6) 2017. The patient was ¿totally unresponsive¿/ overdosed that evening. The patient was in the hospital and they wanted to decrease the daily it dose again. The dose was adjusted twice on (B)(6) 2017, but now the hcp stated the patient was not alert and oriented enough so they want another it dose decrease. It was stated that the patient¿s follow-up hcp did not have privileges at the facility the patient was currently at, so a different hcp was managing the patient at the time. There were no further complications reported.